Manufacturer narrative:
Pentax model epk-i7010 is classified as import for export, therefore 510k is not applicable. Same model epk-i7010-us is distributed in the USA with 510k k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "touch panel does not turn on, no image on the monitor" involving pentax model epk-i7010/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: touch panel does not turn on, no image on the monitor. Faulty process board, the surface of the board is filled with dust exposed to moisture. The device was repaired by replacing the process board. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.